Event description:
It was reported that the procedure was to treat a lesion in the mid tibial with mild calcification. The 2.0 x 40 mm armada 14 balloon catheter was prepared per the instructions for use prior to use in the anatomy. The balloon catheter was advanced without issue and attempted to be inflated to 8 atmospheres (atm); however, the balloon did not inflate on imaging. The armada was easily removed and a new armada balloon catheter was used successfully. It was noted that there was a leak from the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. The balloon rupture was unable to be confirmed; however, there was a tear in the inner member which is likely the leak noted by the account. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.